Event description:
The facility reported an incident of an infiltration. Reportedly, the pump was not beeping occlusion. The event was reported to have occurred during patient infusion. According to the hospital representative, the IV infiltrated and did not beep occlusion. 1000 ml of 5% dextrose and water with 45% sodium chloride (d5.2nacl), was being infused at a rate of 115 ml/hr. According to the pump event history, 78.4 ml infused to the patient. According to the facility representative, there were circulation concerns and the patient was transferred to another hospital. The patient was reported to have a pulse to the involved foot and there were no other medical complications. Although requested, no additional contact information was available.